Manufacturer narrative:
Insulin pump passed the displacement test however motor error alarm during prime test due to loose drive support disk. The motor was tested outside of the device and passed. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had experienced high blood glucose and insulin pump received motor error. The customer¿s blood glucose level was 298 mg/dl and 440 mg/dl. The customer was treated with manual injection. The customer reported that they received a motor error alarm. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer reported that they performed displacement test and was passed. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.